Event description:
It was reported that a minimum fill notification occurred however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no reported adverse effect to the customer's blood glucose level. No further action was needed as the case was created for documentation purposes only.